Manufacturer narrative:
This report is filed, march 3, 2016. The implanted device remains.

Event description:
It was reported, the patient had a pacemaker placed and roughly a week later, began experiencing intermittencies with device use. The implanted device remains.

Manufacturer narrative:
Correction: there is no product problem as previously reported. The issues the patient was experiencing were resolved with external equipment exchange. This report is filed may 3, 2016. The implanted device remains.